Manufacturer narrative:
Initial.

Event description:
It was reported that the patient fell and the ilet pump display became unresponsive with horizontal lines, making the display difficult to read and preventing access to shutdown settings, consistent with a touchscreen display issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a display readability problem attributed to the touchscreen component, with ambient light contributing to the issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.